Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon was found to have a pinhole which was located 2mm from the proximal end of the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.